Manufacturer narrative:
Additional information was received that the symptoms were not related to the device. The patient claimed to be hospitalized due to a higher rate program. The patient was prescribed morphine before being discharged from the hospital.

Event description:
A report was received that the patient was unable to walk and experienced numbness in his left leg.

Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-1132 serial # (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was unable to walk and experienced numbness in his left leg.